Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that also the number on the screen scroll up at times. Customer stated that her blood glucose was high due to having the flu; blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prim test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners and reservoir tube, and minor scratched lcd window.